Manufacturer narrative:
Date of report: 26sep2018. Date received by manufacturer: 23may2018. Correction: patient code. There was no patient connected to the device at the time of the event. The field service engineer evaluated the device. The motor controller (mc) and power management (pm) printed circuit board (pcb) were replaced to addressed the event. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
Customer reported that the ventilator generated an error relevant to 35 volt power issue. It was reported that the device was in clinical use at the time of the event. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the ventilator generated an error relevant to 35 volt power issue. It was reported that the device was in clinical use at the time of the event. There was no patient harm reported.

Manufacturer narrative:
Date of report: 05dec2018. Date of manufacturer: 04dec2018. MFR report #(2031642-2018-01018) is a duplicate of an event previously reported under MFR report #(2031642-2018-01019). Any additional information will be submitted under the initially reported MFR#(2031642-2018-01019).